Event description:
It was reported that following the implantation of an elevate anterior the patient "presented with an open vaginal incision" when she came in for her "post op" visit. The incision had reopened/ruptured and was not healing. The opening was sutured closed on (B)(6) 2015. The device was implanted "roughly 6 weeks ago". The device information was not available. No further patient complications were reported in relation to this event.